Manufacturer narrative:
Date of event estimated. The device is not expected to be returned. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The proglide death and the prostar device(s) referenced are filed under separate medwatch report numbers. Literature article title: impact of percutaneous closure device type on vascular and bleeding complications after tavr: a post hoc analysis from the bravo-3 randomized trial.

Event description:
It was reported through a research article identifying proglide and prostar devices that were related to the following outcomes: major vascular complications- blood transfusion > or equal to 4 units, unplanned intervention for site closure or complications leading to death or irreversible end organ damage; minor vascular complications - blood transfusion of 2-3 units or need for nonroutine post procedure compression; major bleeding (barc >/=3b); any barc (bleeding academic research consortium) bleeding; acute kidney injury; macce (major adverse cardiovascular event)- myocardial infarction (mi) and cerebrovascular accident (cva); hospitalization; and hypotension. Specific patient information is documented as unknown. Details are listed in the attached article, titled "impact of percutaneous closure device type on vascular and bleeding complications after tavr: a post hoc analysis from the bravo-3 randomized trial."

Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of hemorrhage and hypotension are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.